Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("pelvic/ abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("rash/skin condition, nickel - diag"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain and menorrhagia had resolved and the rash, allergy to metals, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: "pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding), fatigue, rash/skin condition, nickel, migraine". Outcome of events, "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back" were changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure insertion was updated and removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.